Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient started shaking over the last couple days. Patient rep believes the "implant turned itself off again, like last time". The patient programmer showed that the neurostimulator was in a discharged state. During call, patient was able to start a charging session with the wireless recharger (wr), but patient rep mentioned it was hard for patient to charge because they were shaking so much that it moved the wr around. Rep said they were going to charge implant back up (past 25%) and would call if they needed assistance turning therapy back on.